Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances, as it was reported that the clip became caught on chordae. Troubleshooting was performed, and the clip was freed, but mr increased to 2 and chordae rupture was observed. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was poor due to calcification. One clip was implanted, reducing mr to 1. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught on chordae. Troubleshooting was performed and the clip was freed, but mr increased to 2 and chordae rupture was observed. As the chordae rupture was in the grasping area, the plan was to implant the clip treating the rupture as well. Several grasping attempts were made but were difficult due to the anatomy. It was not possible to see if the leaflets were in the clip arms due to the bad echo quality. The clip was not implanted and the cds was removed. One clip was implanted, reducing the mr to 2. The patient was stable. No additional information was provided.